Event description:
Information was received indicating that when turning on the smiths medical cadd legacy plus pump, the customer noticed a lowbat alarm often went off. No patient consequences were reported. No adverse effects were reported.